Event description:
The customer reported the ventilator was alarming 'low battery' while connected to ac power. The customer further reported while the ventilator was in use it alarmed and shut down; there was no patient harm. The customer reported finding the circuit breakers in the rear of the ventilator were in the off position, therefore there was no ac power available to the ventilator even when connected to ac power. The customer reported the circuit the circuit breakers were switched back to the on position but noted that the ac mains led would not illuminate. Review of the ventilator's diagnostic log verified the device was operating on backup battery power and the backup battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. There was also a code in the diagnostic log indicating that when the ventilator was powered on by the user it displayed a message 'backup battery not connected', indicating to the user that the battery in place for backup power had a low capacity for use. The manufacturer's service technician replaced the power supply and the backup battery to address the reported event. Applicable final testing was completed and tests passed to operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.